Event description:
It was reported to philips that intermittent fluoroscopy failure occurred due to generator exception on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the kv/ma module and performed calibrations, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).